Manufacturer narrative:
The manufacturer did not receive the devices or x-rays for investigation. No other source documents were received. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a dynesys, universal spacer, 6-45 on (B)(6) 2014. The patient was experiencing weakness on the left leg, constant dull aching pain left side of lower back accompanied with a burning sensation radiating to left buttock, left anterior thigh, knee, left anterior tibialis, dorsal foot. Constant numbness & tingling in entire left leg, dorsal aspect of left foot with first 2 toes affected. Subjective left leg weakness, utilization of cane since (B)(6) 2016. Gait instability. Sitting to standing, standing for short period of time will illicit symptoms. The patient was revised on (B)(6) 2016. The patient is part of the (B)(6) study.

Manufacturer narrative:
Additional: if follow-up, what type? Updates: model #/lot #, device available for evaluation?, date received by MFR, type of reports, device evaluated by MFR?, evaluation codes, additional MFR narrative. Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Patient reports experiencing weakness in left leg beginning in (B)(6) 2016. Symptoms have worsened in (B)(6) 2016, he has experienced 4 falls since (B)(6) 2016, the patient attributes them to left leg weakness. He presents with constant dull aching pain on left side of lower back accompanied with a burning sensation radiating to left buttock, left anterior thigh, knee, left anterior tibialis, dorsal foot. Constant numbness and tingling in entire left leg, dorsal aspect of left foot with first 2 toes affected. Subjective left leg weakness, utilization of cane since (B)(6) 2016. Gait instability. Sitting to standing, standing for short period of time will illicit symptoms. An operative report by dr. (B)(6) was received and can be summarized as follows: indications: the patient had signs and symptoms of adjacent level disease at l2, l3, and l4. The patient had undergone a prior l4-l5 instrumented fusion using the dynesys system. It was elected to proceed with decompression. Description of procedure: the prior incision is opened and extended cephalad. A bilateral subperiosteal dissection is performed so as to expose the prior instrumentation as well as the lamina, posterior spinous processes, facet joints, and transverse, processes at l2-l3 and the prior fusion mass at l4. The dynesys instrumentation at l4 and l5 are removed. Laminectomies are performed at l2, l3, and l4 using the misonix system. Bilateral lateral fusion is performed at l2-l4 by filling the lateral recesses with locally harvested autograft bone and supplemented this with chronos. The new pedicle screws at l2 and l3 are placed. Intraoperative 0-arm showed good placement of the instrumentation. The intraoperative monitoring remained stable. The wound was closed in layers over drain. Devices analysis: the retrieved products were implanted at the level l4-l5. Three out of the four pedicle screws show only very slight remains of bone attachments which are mostly located at the screw tip. The fourth pedicle screw, implanted at l5 right, shows no bone attachments. On the screw heads slight damages in form of slight scratches and slight indents probably from the revision surgery can be observed. The set screws show some slight damage on the inner hexagon most likely from either the implantation surgery and/or the revision surgery. In general nothing conspicuous could be observed on the pedicle and set screws. Both retrieved spacers are mildly deformed in longitudinal direction and shows several cuts and scratches on the lateral surface which are probably deriving from the revision surgery. Both lateral surfaces exhibit some small slightly abraded areas. Indentations from the screw heads are visible on all the faces of the spacers. All screw head indentations are not centered with the spacer¿s channel. The indentation on one face of the left spacer is inclined and rather deepened while the other faces show slight and even indentations. Furthermore, the inside of the both spacer¿s channels show a slight impression of the cord and seems to be formed oval. Two cord pieces were received and both are slightly discolored. The contact areas where the screws were located are clearly visible on both cord pieces. The cord piece from the right side features obvious damage of the outer layer in the contact areas. The cord piece implanted on the left side shows only slight damages of the outer layer in the contact areas. Both cords show one frayed and one sealed end. It is palpable that the frayed end of the left cord is hollow and it seems that the inner cord layers are withdrawn. One contact area of the left cord is located within the area where the end is hollow. Beside that no other damaged areas, e.g. Worn areas, could be identified on both of the cords. Conclusion summary the dynesys system was revised after approximately 2 years and 1 month in vivo due to adjacent level disease. The patient had signs and symptoms of adjacent level disease at l2, l3, and l4. It was elected to proceed with decompression at l2-l5. The longitudinal deformation as well as the different indentations from the screw heads seen on the spacers¿ faces can be ascribed to cold flow. The macroscopically visible modifications found on the spacers and cords did not affect the proper functioning of the system. Based on the appearance of the screw head¿s indentation on the faces of the spacers it could be hypothesized that the spacers were not aligned with the screw heads. With the available information the reason for the hollow cord end stays unknown. Based on the retrieval investigation the reason for the adjacent level disease leading to the revision surgery cannot be identified. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Updates: date received by MFR, type of reports, evaluation codes, additional MFR narrative. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. Patient reports experiencing weakness in left leg beginning in (B)(6) 2016. Symptoms have worsened in (B)(6) 2016, he has experienced 4 falls since (B)(6) 2016, the patient attributes them to left leg weakness. He presents with constant dull aching pain on left side of lower back accompanied with a burning sensation radiating to left buttock, left anterior thigh, knee, left anterior tibialis, dorsal foot. Constant numbness and tingling in entire left leg, dorsal aspect of left foot with first 2 toes affected. Subjective left leg weakness, utilization of cane since (B)(6) 2016. Gait instability. Sitting to standing, standing for short period of time will illicit symptoms. An operative report by dr. Wiliam c. Welch was received and can be summarized as follows: indications: the patient had signs and symptoms of adjacent level disease at l2, l3, and l4. The patient had undergone a prior l4-l5 instrumented fusion using the dynesys system. It was elected to proceed with decompression. Description of procedure: the prior incision is opened and extended cephalad. A bilateral subperiosteal dissection is performed so as to expose the prior instrumentation as well as the lamina, posterior spinous processes, facet joints, and transverse, processes at l2-l3 and the prior fusion mass at l4. The dynesys instrumentation at l4 and l5 are removed. Laminectomies are performed at l2, l3, and l4 using the misonix system. Bilateral lateral fusion is performed at l2-l4 by filling the lateral recesses with locally harvested autograft bone and supplemented this with chronos. The new pedicle screws at l2 and l3 are placed. Intraoperative 0-arm showed good placement of the instrumentation. The intraoperative monitoring remained stable. The wound was closed in layers over drain. Devices analysis: the retrieved products were implanted at the level l4-l5. Three out of the four pedicle screws show only very slight remains of bone attachments which are mostly located at the screw tip. The fourth pedicle screw, implanted at l5 right, shows no bone attachments. On the screw heads slight damages in form of slight scratches and slight indents probably from the revision surgery can be observed. The set screws show some slight damage on the inner hexagon most likely from either the implantation surgery and/or the revision surgery. In general nothing conspicuous could be observed on the pedicle and set screws. Both retrieved spacers are mildly deformed in longitudinal direction and shows several cuts and scratches on the lateral surface which are probably deriving from the revision surgery. Both lateral surfaces exhibit some small slightly abraded areas. Indentations from the screw heads are visible on all the faces of the spacers. All screw head indentations are not centered with the spacer¿s channel. The indentation on one face of the left spacer is inclined and rather deepened while the other faces show slight and even indentations. Furthermore, the inside of the both spacer¿s channels show a slight impression of the cord and seems to be formed oval. Two cord pieces were received and both are slightly discolored. The contact areas where the screws were located are clearly visible on both cord pieces. The cord piece from the right side features obvious damage of the outer layer in the contact areas. The cord piece implanted on the left side shows only slight damages of the outer layer in the contact areas. Both cords show one frayed and one sealed end. It is palpable that the frayed end of the left cord is hollow and it seems that the inner cord layers are withdrawn. One contact area of the left cord is located within the area where the end is hollow. Beside that no other damaged areas, e.g. Worn areas, could be identified on both of the cords. Chemical analysis. Pet cords: atr-ftir spectra of the dynesys pet cords show no difference neither between contact area and non-contact area, nor inner fibers and outer surface among explants and reference. The measured carboxyl indexes for the explanted pet cord, indicative for hydrolytic degradation were all below the limit of detection. The comparison of the molecular weight mw of the explant to the reference cord is within the measurement uncertainty of the method. The molecular number mn comparison of the outer woven cord of the non-contact area of the explant and the representative area of the reference cord are within the measurement uncertainty. Pcu spacers: the results of the difference atr-ftir spectra show only two result below the detection limit. Those results show deviations on the surface of the explant¿s non-contact area and the reference spacer. Ftir spectra covered both, hard and soft segments, assessing each at two representative wavelengths. It is assumed that relevant degradation would be detectable at both respective wavelengths of a segment type. The gpc analysis showed a lower molecular weight mw for the retrieved component when compared to the reference material. The results are still within the measurement uncertainty of the method. The comparison of the molecular number mn of the explant to the reference spacer showed results below the measurement uncertainty. Conclusion summary: the received dynesys system tracked under (B)(4) was subjected to visual examination by naked eye and low power light microscope. A representative pet cord and pcu spacer and available reference material were analyzed by ftir (fourier transform infrared spectroscopy) and gpc (gel permeation chromatography). On the basis of the retrieval investigation the reason leading to the revision surgery cannot be explained. The longitudinal deformation as well as the different indentations seen on the spacers can be ascribed to cold flow. The macroscopically visible modifications found on the spacers and cords did not affect the proper functioning of the system. The chemical analysis of dynesys pet cords and dynesys pcu spacers gave no indication for degradation. Furthermore no detrimental effects on the materials could be found. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).